Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. However, from the facts obtained from the investigation, as the phenomenon pointed out was reproduced by the inspection result by the repair department, it is presumed that the malfunction, (power is supplied, but there is no video) occurred due to circuit board failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the high-definition liquid crystal display monitor had no image when power is being supplied. There were no reports of patient harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital (added due to character limitation in respective field). The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.